Event description:
A consumer reported via a manufacturer representative that they had a revision on (B)(6) 2015. The initial reporter information, alleged issue, patient symptoms, troubleshooting/diagnostics, and patient outcome were not reported. Follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indication for use: parkinsons dual

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 7438, serial# (B)(4); product type programmer, patient product ID 3389s-40, lot# v563742, implanted: 2010 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3389s-40, lot# v508975, implanted: 2010 (B)(6); product type lead. (B)(4).